Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update the device return fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the product was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device will be returned. Customer is purchasing a new unit. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer high-definition autoclavable camera head is plugged in, ¿it shows black¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported.